Event description:
It was reported that the device was used during an gyn procedure, the seal popped off and into the pt. Seal was retrieved. No pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.